Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer consumed carbohydrates and was treated with intravenous fluids of saline to address the elevated bg. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin.